Event description:
A hospital in (B)(6) reported that there was water leakage from the water feedset tube and spike of the mr290v vented autofeed humidification chamber during use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the returned complaint chamber was visually inspected and connected to a water bottle to test for leaks. Results: the visual inspection revealed that the waterbag spike had separated from the tube of the complaint chamber. The chamber filled to the expected fill level and then small drops of water began to leak from the connection between the tube and the water bottle spike. A lot check revealed no other complaints of this nature for this lot number. Conclusion: the complaint chamber appeared to have sufficient glue and we are unable to determine why the glue bond had failed on one side of the spike. All chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. This suggests that the leak developed post production. The user instructions which accompany the mr290 chamber state "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." (B)(4).